Event description:
The report received indicated that during a percutaneous transluminal angioplasty to the renal artery, the lesion was pre-dilated and a palmaz stent (size unknown) was implanted. The physician conducted intravascular ultrasound and found that the stent did not expand completely and was not completely apposed to the vessel wall. Therefore, the physician decided to post-dilate the stent with an amiia balloon catheter. During post-dilatation, the balloon ruptured. The exact pressure at which the balloon ruptured was not reported; however, it burst at a pressure below the nominal. As a result, the balloon was removed from the patient and another balloon catheter was used to complete post-dilatation. There were no further complications during the procedure or to the patient. Further information indicated that there were no other problems encountered during deployment of the stent. The target lesion presented 90% stenosis; the vessel was mildly calcified and mildly tortuous.

Manufacturer narrative:
The product is not available for evaluation, as it was implanted. This device is distributed outside the united states; however, it is similar to the endovascular sds/stents distributed in the united states. This is one of two products involved in the same patient. However, the regulatory report associated with the second product (amiia balloon catheter) will be submitted via the alternative summary reporting (asr) report. Additional information will be submitted within 30 days upon receipt.